Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from the USA of constipation and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On an unreported date in 2011, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same day. The cause of the peritonitis was constipation. Treatment was not reported. On an unreported date in 2011, the patient had recovered from peritonitis and the outcome for constipation was not reported. Dianeal therapy was ongoing. The nurse stated that the peritonitis was not related to dianeal therapy and did not provide causality for constipation.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd884437 and gd883967 and no exceptions were observed that were related to the reported condition. Baxter has received similar reports for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the peritonitis was undetermined.